Manufacturer narrative:
One device was returned for repair with complaint that an occlusion alarm occurred. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event log confirmed that there was a record of the high-pressure alarm occurred. It could not confirm the reported issue. The occlusion pressure detection level was within the standard. Possible defective downstream occlusion sensor or cassette product. Preventively, replaced the downstream occlusion sensor and the upstream sensor re-calibration. Device passed all function tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that an occlusion alarm occurred. The event occurred while patient use, during patient administration. There was no patient harm reported.